Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. There was no adverse impact to the customer's blood glucose level. At the time of the report with tandem technical support there was no additional information available.